Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the integrated multi-sensor technology (imt) probe tubing and associated seals to the rotary valve and mono pump. The cse ran precision studies, after which electrolytes remained unsatisfactory. The imt configuration was turned off because the issue was not resolved. During a follow-up visit, the cse went back to the customer site and replaced the mono pump, imt probe, imt sensor and all associated tubing, and the rinse station. The cse ensured that the home position for the mono pump and all imt alignments were working properly. The cse ran dilution check to ensure that all bias was corrected. The cse ran quality control (qc), resulting within range. The cse ran precision on patient samples, resulting satisfactory. The cause of the discordant, falsely low na, and discordant, falsely elevated cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results and discordant, falsely elevated chloride (cl) results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher for na and lower for cl. The repeated results matched the clinical picture of the patients. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na and falsely elevated cl results.